Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During explantation of the bci601 the screws could not be removed and had to be drilled out. It was found that the bc-fmt was above the sinus and the left screw above the dura. Bleeding under the bc-fmt had to be stopped and the surgeon decided to stop the surgery prior to implantation of the new device. Note: this record is for the bci cortical screws.

Event description:
During explantation of the (B)(6) the screws could not be removed and had to be drilled out. One of the screws were drilled and for the other the bone around it was drilled. It was reported that the sinus was ruptured and repaired. It was reported that the user recovered and is doing very well. Note: this complaint is for the cortical screw which was delivered with the bci 601 implant kit. The screws themselves do not have serial numbers.

Manufacturer narrative:
According to the information received from the field the screws could not be unscrewed during explantation surgery and had to be drilled out. During this procedure the sigmoid sinus was damaged and bleeding had to be stopped. Reportedly the recipient is doing well. Device investigation of the screws confirmed damages caused by the drilling out. This is a final report.